Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was completed in another room. The philips remote service engineer (rse) connected with the customer and confirmed that the system did not boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse confirmed that the device was not performing geometry functions during boot-up, with the table locked and the table-side controls unresponsive. Upon further investigation it was confirmed that the system interface box on the table was damaged, preventing the table from functioning. The fse determined that the customer had accidentally pulled the tsm cord away from the ttcb and attempted to reconnect it while the system was still powered on. This caused a short in the base connection board, which in turn prevented all geometry functions from working. The fse identified that the tsm connection and the connection point on the ttcb were damaged and f21 fuse, which supplies power to the table, had also blown in the m cabinet. To resolve the reported issue the fse replaced the ttcb board, downloaded the new tsm-b software, performed a ghost backup. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.